Manufacturer narrative:
No product samples, videos or photographs were returned for investigation. The complaint cannot be confirmed, without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. Lot history review was unable to be conducted as no lot number information was provided.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If additional information becomes available a supplemental report will be submitted.

Event description:
The event involved a primary plum set, orange polyethylene lined light resistant tubing, clave y-site, secure lock, 103 inch where it was stated in the report that the infusion set tube line was obstructed. There was patient involvement but no report of harm.